Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files contained events and data from 19oct2024 - 31oct2024. No notable events or alarms were captured throughout the log files, and the system appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The left ventricular assist device (lvad) was at 5600rpm. The left ventricular internal diameter at end-diastole (lvidd) was 3.9cm. The lvad inflow cannula was visualized at the left ventricle apex with normal inflow velocities. The lvad outflow cannula was visualized in the thoracic aorta with laminar flow. The left atrial size and pressure were normal. The right atrium was severely enlarged. The sinus of valsalva and the ascending aorta were normal sized.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had mildly reduced right ventricular function prior to vad implant. The device did not cause or contribute to the right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced sharp pains and "jolting" sensations. They felt like their ventricular assist device (vad) moved. The cause of the "jolting" sensation was thought to be due to speed changes from the slight hypertension. Arrythmias were ruled out and an echocardiogram was done. The results of the echocardiogram revealed a normal ventricular size, moderately increased wall thickness, and severely reduced global systolic function with an estimated ejection fraction of 10-20%. There was moderate septal left ventricular hypertrophy and severe global ventricular hypokinesis. The right ventricular cavity size was severely enlarged with the global systolic right ventricular function mildly reduced. An implantable cardioverter defibrillator (ICD) was present in the right ventricle. The patient's antihypertensives were increased and the issue resolved. The patient had a pump exchange for thrombus (MFR# 2916596-2024-05753) previously. Following review of the submitted log files, it appeared there were multiple pulsatility index (pi) events captured. There were no other unusual events seen within the log file review.